Event description:
It was reported that device entrapment occurred. The patient presented with angina. The target lesion was located in the mildly tortuous left anterior descending artery. During the procedure the patient experienced anxiety. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. When an attempt was made to retract the device, the catheter was found to be wrapped around, and stuck on, the guide wire. The catheter and guide wire were removed together. The procedure was completed successfully and the patient was fully recovered.